Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the pacemaker lead. The patient experienced no consequences. Further information was requested but is not yet available.